Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing phacoemulsification power failure.

Manufacturer narrative:
The phaco handpiece was manufactured on july 22, 2013. Based on qa assessment, the product met specifications at the time of release. With no additional related information provided, the customer reported event was unable to be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).